Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. This is one of two lenses used on this pt. See MFR report #2023826-2006-01450.